Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. It was reported that the sensor was worn beyond seven days. The animas vibe user's guide states: the dexcom g4 system consists of a dexcom g4 sensor and dexcom g4 transmitter. The sensor is a disposable unit that you insert under the skin of your abdomen (belly) to continuously monitor your glucose levels for up to 7 days. At the time of contact, no injury or medical intervention was reported.